Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial and shock channels. Boston scientific technical services (ts) noted it had the appearance of myopotential noise. The noise was being oversensed and was reproducible when the patient pushed their palms together. Shock testing was performed which noted the coil was fine however, there appeared to be more noise than previously observed. Subsequently, the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial and shock channels. Boston scientific technical services (ts) noted it had the appearance of myopotential noise. The noise was being oversensed and was reproducible when the patient pushed their palms together. Shock testing was performed which noted the coil was fine however, there appeared to be more noise than previously observed. Subsequently, the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.